Event description:
During review of programming history for this vns pt's implanted pulse generator to perform a battery life calculation, it was observed that on (B)(6) 2004 the device was programmed to what appears to be therapeutic settings. A system diagnostic test was performed after the settings were programmed on this date, which successfully completed and revealed normal device function. The next time the device was interrogated was on (B)(6) 2004 and upon initial interrogation of the generator, the output current was observed to be set to 0ma, and the off time was noted to be 60 minutes, which did not appear to be the intentional settings. The physician re-programmed the device settings at this time.

Manufacturer narrative:
Analysis of programming history.